Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. Date of event is an approximation. On 01/01/2016, it was reported that the patient experienced no readings", "sensor error" or "brief sensor issue. While providing details about the episode, he explained that a similar scenario lead to dka 8 years prior, and he feared a repeated situation. According to a call review by ts supervisor on 11/03/2024, the patient was unsure whether the issue in 2017 was due to the dexcom or the unspecified pump, as he was using both at the time. He could no longer recall the details and did not wish to answer any further questions about it. There was no documentation of further medical evaluation or intervention. At the time of the report 8 years later, the patient mentioned that he was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no readings", "sensor error" or "brief sensor issue occurred. Date of event is an approximation. On 01/01/2016, it was reported that the patient experienced no readings", "sensor error" or "brief sensor issue. While providing details about the episode, he explained that a similar scenario lead to dka approximately 8 years prior, and he feared a repeated situation. According to a call review by ts supervisor on 11/03/2024, the patient was unsure the date of the issue, but the estimated in 2016 or 2017 was due to the dexcom or the unspecified pump, as he was using both at the time. He could no longer recall the details and did not wish to answer any further questions about it. There was no documentation of further medical evaluation or intervention. At the time of the report years later, the patient mentioned that he was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.